Manufacturer narrative:
Medtronic investigation of returned suspect device finds that as reported, the tip of the driver has been broken off. The tool is unusable. The reported event was confirmed to be caused by physical damage of the instrument tip. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A medtronic representative reported that during a l3 to s1 spinal fusion procedure, the tip of the navigated driver instrument broke off. The medtronic representative reported the broken tip of the driver was "cold welded" into the pedicle screw, causing the surgeon to have to remove the entire screw and replace it with a new screw. The removal and replacement of the screw added approximately 45 minutes extra to the case. The surgeon completed the procedure with the use of the navigation system.

Manufacturer narrative:
This device is included in the medical device field correction notification, "potential for instrument breaking ¿ medtronic navigated solera screwdrivers" (september 2015). The revised instructions for use (IFU) were also provided with the notification.

Manufacturer narrative:
Further investigation found that testing had been performed during the development of the screwdrivers that defined the torque required to insert a screw in a properly tapped hole and verified that the screwdrivers were capable of meeting the torque requirements. The root cause was identified as torque applied to the screwdrivers beyond the strength limit of the screwdrivers, most likely the result of trying to insert a large diameter screw into that had been under-tapped (either in diameter or depth) or trying to insert a large screw into hard bone. The srm review conducted for this condition determined that the risk level remains in the acceptable range, based on the number of complaints and the number of uses.